Event description:
(B)(4) study. Same patient as: 2134265-2011-03949, 2134265-2011-03948, 2134265-2011-03947. It was reported that post a coronary stenting treatment procedure, the patient expired. In (B)(6) 2011, the lesion located in the proximal right coronary artery (rca) was treated with the placement of a taxus stent. In (B)(6) 2011, it was noted that the patient expired by the facility. The patient was found outside in a fall down state, and was transferred to a hospital. No autopsy was performed. However, there was indications that the case was possibly due to cardiac death.

Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient expired. In (B)(6) 2011, the lesion located in the proximal right coronary artery (rca) was treated with the placement of a taxus stent. In (B)(6) 2011, it was noted that the patient expired by the facility. The patient was found outside in a fall down state, and was transferred to a hospital. No autopsy was performed. However, there was indications that the case was possibly due to cardiac death.

Manufacturer narrative:
Event date and death date corrected from (B)(6) 2011. (B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer- it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).